Manufacturer narrative:
Initial report sent: 11/27/2007.

Event description:
Procedure type: low anterior resection. Patient gender: female. According to the reporter: the doctor was hand sewing the area, since it was a very low resection when he discovered missing staples of the posterior staple line and stool content was leaking into the pelvic cavity. The surgeon had to over-sew staple line and close up missing segment. No patient injury was reported.